Manufacturer narrative:
Implant date: estimated based on the implant occurring in 2016.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted in 2016. The patient came to the hospital in (B)(6) 2021 for pneumonia related symptoms. A computed tomography (CT) scan of the chest was performed that discovered a mass within the left atrium. A transesophageal echo (tee) was performed on (B)(6) 2021 to look closer at the mass and found a mobile, device related thrombus measuring 2.1cm x 1.6cm x 1.4cm on the face of the device toward the mitral annulus. Anticoagulation was stopped years ago. Due to other medical conditions, the patient is not a candidate for surgical intervention to remove the thrombus. At this time, the thrombus will be managed with coumadin.